Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation , cable breakage may have interfered a stable communication, resulted in no image. Review of the shipment record found no abnormalities. Cable damage may be attributed to user¿s handling. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device evaluation confirmed the stated problem of no image. The inspection found thin cracks on focus ring and faulty cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, no image was reported on the device. The issue found during an unknown event. There was no patient involvement, no user injury reported due to the event.